Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain. The following day, the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneally (ip), daily, dose not reported). The patient was also treated with levaquin (orally, daily, dose not reported). The cause of the peritonitis event was unknown. The patient was discharged after four days of hospitalization. At the time of this report, the patient was recovered from peritonitis and antibiotic therapy had been discontinued. Pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).